Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation, sinking, exchange from textured to smooth, pulsating pain, problems in shoulder and burning, arm hurting, bra having space in there". This record is for the left side. Device remains implanted.